Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner could not be fully seated in the cup. Surgeon noticed the locking ring on the cup had been compromised. The procedure was completed using a new liner. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h4 h6 h11 visual examination of the returned product identified outside locking rim is deformed from possible insertion/removal attempts. Device has damage in the form of dents/gouges/ and scratches to the outer surfaces, top surface, and inner spherical surface. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.